Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 a (B)(6) male patient's nurse contacted zoll to report that the patient developed a blister which burst near 'where the electrode sits.' On (B)(6) 2013, another of the patient's nurses reported that the patient developed a stage 2 pressure ulcer under the electrodes. A zoll representative visited the patient the same day and re-adjusted the garment, but there was no additional follow-up on the condition of the area.